Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had the right ventricular (rv) lead port plugged at implant due to patient having a mechanical valve. The physician understood the risks of this non recommended procedure at implant. The patient was pacing dependent at implant. The configuration of the system caused problems with pacing timing that were observed on presenting electrogram (egm). There was still noise and sensing at the rv lead channel, and this caused over sensing every two seconds according to the field representative. Various programming and procedural options were discussed to resolve the issue, but according to the field representative, no further action took place. The crt-p remains implanted. No adverse patient effects were reported.